Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from the healthcare provider (hcp). The hcp reported the patient had experienced several weeks of increased muscle tone, inability to walk for one week, and spasms for less than one day. The onset date of the symptoms was not provided.

Manufacturer narrative:
Evaluation of implantable catheter serial number (B)(4) revealed a compressed area on the body of the catheter and also identified a non-user related hole in the catheter body. The evaluation codes have been updated for this event and they are only applicable for the catheter. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Other relevant device(s) are: product ID: 8780, lot/serial# (B)(4), implanted: (B)(6) 2018, explanted: (B)(6) 2019, product type: catheter; ubd: 19-feb-2020, (B)(4). Analysis results were not available at the time of this report. A follow-up report will be sent when analysis is completed. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a healthcare provider (hcp) regarding a patient receiving 2000 mcg/ml of gablofen at 199.9 mcg/day via an implantable for intractable spasticity and cerebral palsy. It was reported the patient's catheter was replaced on (B)(6) 2019. The patient had been experiencing gradual withdrawal symptoms. It was unknown if there was a loss of therapy. The pump logs were good and the catheter aspiration was negative. It was indicated a rotor study was not performed. A dye study was attempted, however, the healthcare provider was not able to aspirate. The catheter was intentionally cut in several places but there was no flow at any point. Therefore, with no flow, it was determined the catheter needed to be replaced. The device was returned to the manufacturer for analysis on february 8, 2019. It was reported the device had been used with/in the patient for treatment, there was no patient death, no patient injury, and the patient recovered without sequela following replacement. No further complications were reported or anticipated.